Manufacturer narrative:
G.4. K183399; k243403 the complaint of a leak from the septum was confirmed and the cause was determined to be manufacturing related. One 20ga nexiva unit from lot 6071024 was provided for investigation. The septum was noted to be deformed within the catheter adapter, which created a leak path and allowed fluid to leak from the adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported that bd nexiva maxzero leaked at the septum. Verbatim: ¿int, 20 gauge, reference number (B)(4), lot number 6071024 is leaking from the needle disconnection hub. Due to this the hard to stick patient had to be stuck twice. After talking to other staff members this has been happening a lot with this batch of ints.¿ 22-jun-2026: what was the impact to the patient? The int had to be replaced due to leakage, requiring an additional venipuncture. No further patient harm or complications were observed.